Event description:
Caller reported that insulin gauge displayed a different amount than expected, with current fill estimate showing 160 units compared to the expected 250 units. There was no adverse impact to the customer¿s blood glucose level reported. Caller followed instructions to disconnect and deliver a 10.2 unit bolus, reducing displayed fill estimate to 110 units. Despite using room temperature insulin and not reusing cartridges, issue persisted with overfilling noted. Cts guided caller to fill and load a new cartridge, achieving a displayed estimate of +240 units, close to the expected 238 units, with no significant discrepancy. Issue was initially resolved, but caller experienced recurrence with a new cartridge the following day. Cts advised contacting csa for further assistance and creating a new case for ongoing issues.